Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was unable to undergo the displacement test and pump self test due to the lcd damage. The following cosmetic damage was also noted on the device: cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the lcd glass broke on the insulin pump because the customer fell. The customer's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis and a replacement device was shipped to the customer.